Event description:
Procedure: wedge resection. Reportedly, after firing the stapler, the surgeon could pull the black return knobs back, and the sulu was locked on tissue. The surgeon tried to open it by using a surgical instrument, but could not. The tissue was then cut with another instrument and five additional sulu's. The instrument whose jaws locked on tissue was removed together with the tissue. The tissue then oversewn and treated with a mesh material.